Event description:
A customer obtained erroneously elevated troponin (accu tni) results, above the ami cut-off, for one patient. The initial result was 2.08ng/ml and the reflex result was 0.08ng/ml. The customer reran the original sample and a result obtained was 0.65ng/ml and 0.08ng/ml. The sample was tested on a different instrument and results were in the range of 0.40-0.16ng/ml. A fresh sample collected from this patient gave a "negative" result when it was tested. The erroneous results were not reported out of the lab. The consumer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects accu tni samples in plastic lithium heparin tubes. Specimens are centrifuged at 3,200 rpm for 6 minutes. Per customer, the sample was normal in appearance. Qc was within specifications prior to and the day of the event. Customer ran a five replicate precision test on two different patient samples and all results met assay precision claims (all results were between 0.01-0.03ng/ml) a field service engineer (fse) was not dispatched for this event as the customer is not questioning the instrument at this time. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.